Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh implantation on (B)(6) 2006.

Manufacturer narrative:
Date sent to the FDA: 05/11/2016. Additional information: age at time of event, date of birth.,other relevant history. (B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted concurrently with enterocele repair and anterior & posterior repair due to cystocele, rectocele, enterocele, pelvic organ prolapse and sui. It was reported that following insertion, the patient experienced urinary problems, fistulae, recurrence, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2009. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence on an undisclosed date and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.